Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported "creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and wear abrasion. Weight measurement identified device was underweight. A microscopic analysis was performed which identified smooth opening in the anterior side. Based on the device analysis, the final assessment is a smooth opening on posterior side.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.